Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent knee arthroplasty on an unknown date and was revised approximately two years later due to instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Exact implant and explant date is unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿inadequate range of motion due to improper selection or positioning of components¿ and ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿